Event description:
Additional information received from manufacturer representative on (B)(6) 2017 reported no troubleshooting was done as the pump was replaced emergently that evening. Actions/interventions included replacement of the pump. The cause of the reported safe state and reset was not determined. It was reported that the safe state and reset occurred was not resolved except that the patient now has a functioning new pump. The patient's weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on 2017-jul-18 reported the patient's weight was 66kg. It was noted that the rep had the pump to send back. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving unknown baclofen with an unknown dose and concentration via an implantable pump for intractable spasticity and cerebral palsy. It was reported yesterday ((B)(6) 2017) a normal pump refill was done. A catheter aspiration was done and they refilled the pump. There was no pump alarms, just a typical refill per manufacturer representative (rep). The elective replacement indicator (eri) was 4 months so they were beginning to plan for the pump replacement. Today ((B)(6) 2017), the patient felt sick, so they went to the emergency room department. The pump was interrogated and a safe state, reset occurred. The event logs were not read at that time and the rep was at home at the time of the call. The event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Event description:
Additional information received from manufacturer representative (rep) on (B)(6) 2017 confirmed the pump was explanted on (B)(6) 2017. It was noted that the pump will be returned for analysis, and the rep will retrieve the pump today ((B)(6) 2017). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.